Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found bent sensor cannula.

Event description:
Customer reported via phone call that the transmitter did not blink when it was connected with the sensor, sensor alarmed a lost sensor alarm. Customer's blood glucose was 186 mg/dl. During troubleshooting, found the cannula was bent. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.